Event description:
The patient stated that he pulled his insulin cartridge out of his infusion device causing the plunger to say attached to the piston rod and insulin spilled into the cartridge compartment. The patient was educated on the proper technique for removing the insulin cartridge. The patient was instructed how to remove the plunger from the piston rod. The patient was advised to switch to his backup infusion device while the cartridge compartment of his primary infusion device dried. Upon follow up, the patient stated the infusion device is functioning properly. No physiological effects were reported the patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.